Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was crack at the y junction below the suture wing and the cathter lumen. Blood leakage occurred. The surgeon pulled the catheter out and inserted a new catheter for the patient. The patient recovered with no further issues.

Manufacturer narrative:
Submit date: 10/10/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. No changes in the process were identified to be related with this event. The device condition cannot be confirmed, since the product was received incomplete and the molded hub was not received as part of it. The product sample consisted of approximately 4 cm of tubing which was received in a generic plastic bag. After visual inspection, a cut was found on it. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. It is important to inspect the catheter frequently for nicks scrapes, and cuts which could impair its performance. The customer indicated that the product was tested prior to use. The device was more likely damaged during the medical procedure. Based on the available information, the most probable root cause can be that a cut occurred during use of the product. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.